Manufacturer narrative:
(B)(4) the patient experienced adverse events on different days with the same device. The following report is being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection between the transmitter, receiver and smart device occurred. No additional patient or event information is available. Data was returned and evaluated. Data review confirmed the reported loss of connection event. A probable cause could not be determined.